Event description:
It was reported that the insulin pump alarmed motor error. Customer stated that the insulin pump is over-delivering insulin. The blood glucose reading is 89 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. No motor error alarm occurred during test. Motor tested ok. Cracked case all corners of display window, cracked on reservoir tube and scratched on display window noted.